Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported a skin irritation under the lifevest. The skin irritation was described as open wounds with some drainage. The patient's doctor prescribed a cortisone lotion to use. Follow up was completed with the patient and the skin irritation was healed.